Manufacturer narrative:
A ge service representative performed an onsite investigation. The j10/p10 connection for the left side emergency stop switch was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system locked up/shutdown. No patient serious injury or death was reported related to this event.